Event description:
It was reported that the compressor was making a lot of noise. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could verify on-site that the reported compressor was making noise. The compressor was replaced and a new one was returned to service after successful functional and safety testing was completed. The returned compressor unit was tested in a test bench. Noise could be heard when the motor was running stand-alone in the bench. The compressor motor ran as expected. The increased noise was emanating from a feather spring near the inlet valve that had come loose. The feather spring should be changed in the preventive maintenance every 10,000 work-hours. There was no information available as to when the last preventive maintenance was done. The root cause for why the feather spring came loose, and if a correct preventive maintenance has been done, has not been established from this investigation.

Event description:
(B)(4).